Event description:
It was reported the patient is experiencing increased neck and arm pain when stimulation is turned on. Diagnostic testing revealed an invalid impedance reading on 1 lead contact. Reprogramming was unable to resolve the issue. X-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.